Event description:
The consumer reported that the patient had sudden pain at the implantable neurostimulator (ins) site in the lower back area since sometime last week in (B)(6) 2016. There were no trauma or falls that could be related to the issue. When the patient bent over or got up, it took a while for them to straighten out their back. The circumstance that led to the pain at the ins site was when the patient became active and started doing things, their lower back would start to hurt where the device was at. The patient changed programs and it started to get better. The patient contacted their manufacturer representative and they took care of this for them. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.